Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain. On 2016-05-05 it was reported that on an unknown date the patient had experienced a return of symptoms. The physician attempted to do a dye study and was unable to aspirate the catheter. The dye study was aborted. Catheter occlusion was questioned. At the time of the report a surgical revision was planned but had not been scheduled and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.